Event description:
It was reported the single use aspiration needle was broken upon removal from its packaging. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.